Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx) was being used on 17may24 and the ¿string broke spilling contents back into patient abdomen¿needed to use a second bag and re-collect the specimens into the second bag¿¿. There was no impact or injury to the patient. There was a delay to the procedure, but it is unknown how long the delay was. The procedure was not completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 6 devices, for this device family and failure mode. During this same time frame 737,436 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. Per the instructions for use, the user is advised the following: care should be taken when using sharp and electro-surgical devices. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx) was being used on (B)(6) 2024 and the ¿string broke spilling contents back into patient abdomen¿needed to use a second bag and re-collect the specimens into the second bag¿¿. There was no impact or injury to the patient. There was a delay to the procedure, but it is unknown how long the delay was. The procedure was not completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.